Event description:
It was reported by the affiliate that the (1) tr45g was used during an unknown procedure. It was reported that the staples would not form at all but cut the bronchus. The case was completed with a new device and there was no consequence to the pt.